Event description:
During an l4-s1 alif, the tip of the inner shaft on the trial spacer handle broke inside the synfix-lr trial implant. The trial broke off in the l4-l5 disc space and was retrieved. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
The initial MDR decision on (B)(4) 2012 was determined as not reportable. Subsequently reviewed and determined to be reportable as of(B)(4) 2012. The trial spacer handle was received for evaluation. The device has scratches along its length, indicating use. A portion of the threaded end of the spindle component is broken off, with the broken piece of the spindle within the synfix trial implant. The shaft of the spindle exhibits corrosion/contamination on numerous areas. The knob has several scratched and minor dents on the back surface. A review of the device history records, revealed that the trial spacer handle was manufactured and processed per specification requirements. The trial spacer handle was not the latest revision. The subsequent revision included a change to the spindle assembly to improve resistance to breakage.

Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(4): the initial MDR decision date was reported incorrectly as 7/13/2012. The date should have been reported as 7/13/2011. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
This is 1 of 2 reports for the same event, (B)(4).